Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user has had a head trauma. The external processor was damaged and the lobe of the ear became sore and swollen. No swelling above the implant site observed. The caretakers did not realize the loss of hearing in the left side implant (bilaterally implanted). Caretakers report the user was not keen on wearing the external device on the left side since the trauma to the head. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation has been received yet.

Event description:
Reportedly the user has had a head trauma, her hearing performance is affected. The external audio processor was damaged and the lobe of the ear was sore and swollen. There was no swelling above the implant site observed. Re-implantation is considered but a date for surgery has not been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the user had a head trauma, after which her hearing performance was affected. The external audio processor was slightly damaged and the lobe of her ear was sore and swollen. There was no swelling above the implant site observed. The recipient has been re-implanted.